Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of under 25 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Customer went to the emergency room via ambulance "to be revived"; multiple attempts were made by tandem technical support (tts) to obtain additional information, however the customer did not respond. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. Tts educated the customer on insulin labeling. The customer continued to use the pump for insulin therapy.